Manufacturer narrative:
Us reporting agent notified on: 08/25/2015. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During x-ray it was noticed that there was a chip from one screw. The chipped portion was immediately removed.

Manufacturer narrative:
Received for evaluation: (B)(4). Device name quintex dynamic screw 4.0x14mm. Only the sheared thread was provided for an investigation, decontaminated. The thread was investigated microscopically. Lot number was not provided; batch manufacturing records could not be reviewed. This failure is most probably a user related error. Due to the type of defect, it is very likely that the screw was not placed in the center of the plate. Furthermore, the device was possibly screwed in an incorrect angle therefore the thread was damaged by the frame of the plate. A visit in the hospital by a marketing specialist confirmed the above mentioned hypothesis. A product related failure is excluded. Corrective / preventive action is not required.